Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: 305109, batch no.: 9093857. It was reported that during use of the bd precisionglide¿ needle there was a small hole in the grey plastic part of the needle resulting in leakage. The following information was provided by the initial reporter: during a child's immunization vaccination, the nurse found that there was a small hole in the grey plastic part of the needle. By injecting the vaccine subcutaneously, the liquid came out in the end jet through this hole, rather than into the child's arm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305109 batch no.: 9093857. It was reported that during use of the bd precisionglide¿ needle there was a small hole in the grey plastic part of the needle resulting in leakage. The following information was provided by the initial reporter: during a child's immunization vaccination, the nurse found that there was a small hole in the grey plastic part of the needle. By injecting the vaccine subcutaneously, the liquid came out in the end jet through this hole, rather than into the child's arm.